Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary tower, door 1 experienced random failures. The customer confirmed malfunction occur when user trying to issue medication to patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction stemmed from a loose latch cable on door 1. A field service engineer addressed the issue by cleaning the contacts and securing the connection. The system functioned as intended after the field service engineer troubleshot the device.